Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose level was above 600 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.